Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2025 provided. Clarification to d6a: partial date of (B)(6) 2025 provided. Continued e1: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection.

Event description:
Healthcare professional reported "medical device-associated infection: grade: "[iiib]" general anesthesia procedure, abandon all reconstruction efforts". This record is for the unknown side. Device status is unknown.